Event description:
General report received of an unspecified number of undocumented incidents of no flow. On unspecified dates, primary tubing sets were being used to deliver unspecified solutions, at unspecified rates, via pumps. At unspecified times, the option-lok male adapters of the secondary tubing sets were connected to the proximal needleless valve connector y-sites on the primary tubing sets for piggyback deliveries of unspecified medications. It was reported that the primary solution containers were hung lower than the secondary solution containers. After unspecified lengths of time, no flow of solutions from the secondary containers were noted. The secondary tubing sets were replaced and the therapies were resumed. There were no reports of adverse pt effects and no reported delays in critical therapies critical to these pts. No medical interventions were required. Though requested, no add¿l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.